Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional medical device type: fpa. Additional common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9021873, medical device expiration date: 2021-01-31, device manufacture date: 2019-01-21. Medical device lot #: 8353831, medical device expiration date: 2020-12-31, device manufacture date: 2018-12-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had retraction issues. This was discovered after use. The following information was provided by the initial reporter: material no. 367364, batch no. 9021873 and 8353831. It was reported that the ut did not retract after clicking the button. 23 g ut did not retract all the way. Customer said 2 ut did not retract after clicking the button. It only retracted partially, so she just dispose of it carefully in the sharps container.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was not observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had retraction issues. This was discovered after use. The following information was provided by the initial reporter: material no. 367364, batch no. 9021873 and 8353831. It was reported that the ut did not retract after clicking the button. 23g ut did not retract all the way. Customer said 2 ut did not retract after clicking the button. It only retracted partially, so she just dispose of it carefully in the sharps container.